Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, their sensor wire was missing. The sensor insertion was at an unknown location on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.